Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized due to low blood glucose levels. The blood glucose reading was between 40 to 50 mg/dl. The customer stated that she had been hospitalized since (B)(6) 2014. She stated that she was off of insulin pump therapy. She believed that the perceived cause of low blood glucose was a change in settings on the insulin pump. No further details were provided regarding the hospitalization. Nothing further reported.